Event description:
On (B)(6) 2013, it was reported that the patient fell down at a concert and she thinks the fall may have loosened the self-adhesive of her infusion set from her skin. The following day she woke up with a blood glucose level of 500 mg/dl and her daughter called for an ambulance. The patient was taken to the hospital and treated with an IV of insulin. The patient discarded the infusion set; therefore, no product will be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product available to be returned.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified.